Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple of the same malfunction alarms occurred.cts provided pump reset information and assisted caller with resetting the pump a couple of time previously and resumed insulin therapy however this time the malfunction alarm recurred.the customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.